Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure, a uterine perforation was observed. 2 different dilators were used in the initial dilation, one from the novasure sounding device and other brand. No ablation was performed since the perforation was discovered. The patient was discharged the same day from the hospital. No other information is available.